Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of sheath damage is confirmed; however, the root cause could not be determined. The product returned for evaluation was a 3.5fr microintroducer. No obvious use residue was observed on the sample. Microscopic inspection of the distal end of the sheath revealed the sheath was buckled and flared outward. The sheath was deformed such that a gap was observed between the sheath and the dilator. The sheath tip deformation was consistent with attempted insertion against resistance. Such resistance may occur if insertion is attempted at a steep angle, if the insertion hole is too small, and if the transition between the sheath and the dilator is rough or abrupt. The transition between the sheath and dilator could not be examined due to the deformation. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that has introducer, sheath would not work. No patient harm reported. No other information was provided. 09/25/2024 it was found during an investigation the peel-apart sheath exhibited deformation that was consistent with resistance encountered during attempted insertion.